Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer also reported that she had high blood glucose. The customer reported no delivery did not occur during manual priming. During fixed prime the insulin did not exit and pump alarmed no delivery. The customer was asked to remove the reservoir from the pump and rewind and advised to run manual prime with empty pump until piston reaches end of travel and pump alarmed with no reservoir. The pump alarmed during manual prime: no delivery and no insulin exited. The insulin pump will not be returned for analysis and the reservoir will return for analysis.